Manufacturer narrative:
Product discarded by doctor. Product not returned. Lot identification not provided. Customer order history reviewed for lot numbers of recent orders. Manufacturer notified. Manufacturer's DHR review of all lot numbers shipped to customer indicated that product met all specifications prior to shipment.

Manufacturer narrative:
Product discarded by doctor. Product not returned. Lot identification not provided. Customer order history reviewed for lot numbers of recent orders. Lot number 185090 provided to manufacturer. Manufacturer notified. Manufacturer's DHR review indicated that the product met all specifications prior to shipment.

Event description:
Dr indicated infection: extracted tooth # 19-placed regeneross allograft putty-severe infection occurred several days later. Removed putty and put on antibiotics. At follow up visit, no sign of infection left.

Event description:
Dr. Indicated infection: extracted tooth # 19-placed regeneross allograft putty-severe infection occurred several days later. Removed putty and put on antibiotics. At follow up visit, no sign of infection left.